Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced ongoing intermittent elevated blood glucose (bg) levels of 509-"high"; cause was unknown. Customer performed a supply change and delivered a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Lastly, it was reported that the pump battery could not be charged. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. The information will be used for tracking and trending purposes. Based on the analysis, the alleged pump time and elevated blood glucose issues could not be verified.